Event description:
Related manufacturer reference number: 2017865-2021-34161, 2017865-2021-34162. It was reported that the patient presented to the clinic on (B)(6) 2021 with signs of infection. Upon examination, the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced on (B)(6) 2021 due to bacteremia infection. The patient was stable throughout.